Event description:
Product was received but not investigated as product will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was received but not investigated as product will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
No product was provided for investigation. Data was received but not investigated as data will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was producing shock. The sensor was inserted into the abdomen on (B)(6) 2021. Product was received but its pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was producing shock. Product was received but its pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.